Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the footswitch would not pair while configuring the soltive premium super pulsed laser system. There was no patient harm associated with the event.

Event description:
The issue occurred during preparation for use and there was no patient involvement associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the olympus territory manager (on behalf of the customer): b5/event description: the issue occurred during preparation for use and there was no patient involvement associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained in. Please see update.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. Please see updates to d8, d9, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found the device failed system checks for window sense 1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the footswitch not pairing with the console could not be determined. Olympus will continue to monitor field performance for this device.